Event description:
Patient underwent surgery for a diverticulum of esophagus. The 35 gastrointestinal ethicon stapler was used to divide the diverticulum. Then re-loaded the stapler and used about a half of the 2nd cartridge to continue to divide the diverticulum. After the division it left with about a 2-3 mm pouch at the bottom that should be inconsequential to her swallowing. Any loose staples were removed. Patient then returned to emergency room for chest pain and was diagnosed with a pneumomediastinum which was a result from a tear in the stapler. This was the first time the physician utilized this brand stapler and the thought is that the stapler malfunctioned.